Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A review was conducted of the data submitted by the customer (no other returns were made available from the customer site). The low platelet result is most probably due to the fact that the actual platelet number is running near the low limit of the default threshold parameter for platelets on the analyzer. This is due to the probability that the actual platelet number is less than the minimum limit and the software is unable to generate an accurate platelet classification. Without further data/information, the probability of too few platelets cannot be verified or eliminated as a possibility. The analyzer did not detect any upper or lower interference and no flagging was displayed. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn ruby operation manual contains information to address the current customer concern. The conclusion of the current product evaluation is that the analyzer performed as designed. No product deficiency was identified.

Event description:
The customer reports a falsely decreased platelet result for one patient generated on the cell-dyn ruby analyzer. The initial result was 0.875 x10e4/ul (8.75 k/ul). When the sample was tested on a different analyzer, a result of 8.0 x10e4/ul (80.0 k/ul) was generated, which correlated to the patient's clinical condition. No suspect results were reported from the lab. There is no impact to patient management reported.